Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation and the device performed to specification. A review of the device log indicates the customer was not in the correct lead view. The device was powered on with non-CPR pads and limb lead cables connected to the device. The unit is switched to 12 lead ii view and an ECG signal is observed. Then, a set of CPR pads is connected to the unit and applied to the patient, however, the device remained in lead view for the remainder of the case. The user was unable to see the ECG signal on the patient due to the device remaining in lead view. While the pads were attached to the patient, the unit recognized the patient's impedance, CPR bar, and CPR waveform. Had the user changed the ECG view to pads or activated any of the defib buttons, the customer would have seen a pads signal on the display. The multifunction cable connector was replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.